Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per the tandem user guide: the disposable cartridge is filled with up to 300 units of u-100 insulin and attached to the pump. The cartridge is replaced every 48¿72 hours.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer did not perform the proper air removal techniques and filled the cartridge with more than 300 units of insulin. Tandem technical support informed the customer that not performing the air removal technique and over filling the cartridge with insulin is off label per the tandem user guide. A cartridge change was performed resolving the occlusion. Additionally, it was reported that occlusion alarms continued to occur resulting in the pump being replaced. There was no adverse impact to customer¿s blood glucose level.